Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead appears to be dislodged as there is double counting in recorded episodes. The rv rate sense signal lines up just before the p wave. There was a significant drop in the r wave magnitude. The patient has its own underlying rate. No successful rv threshold test has been obtained since several days and the pacing impedance is low, within normal limits. An evaluation with x rays was suggested. The rv lead has been explanted at this time and a new rv lead implanted at the same procedure. No additional adverse patient effects were reported.